Manufacturer narrative:
The reagent lot number is 802247, the expiration date was not provided. The investigation is still ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat result from the cobas 6000 e601 module. The initial result was <13 ng/l and a repetition of the original sample was 114.5 ng/l. A second sample was collected and the results were 125 ng/l and 121 ng/l. These results were from a different instrument, information on the secondary instrument was not provided.

Manufacturer narrative:
Medwatch field d4 lot no was updated. Due to limited information about the issue, no clear root cause could be found. A general reagent problem was not present because the qc was in range prior to the event. Isolated non-reproducible results do not represent a general malfunction of the assay. The available information is consistent with a pre-analytical issue, as it was discovered that rack adapters were not used for every rack which may lead to improper pipetting.